Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received a low reading of 52 mg/dl on the adc device compared to a reading of 266 mg/dl obtained on an unspecified blood glucose meter. When plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. It is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms described as nerve irritation and a "zinging" sensation at the insertion site, and sleep disruption. The customer self-treated with orange juice and a half dose of metformin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.